Event description:
A ventilator was returned to the manufacturer service due to water entering the device. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's interface pca, flow sensor assembly and sensor pca were replaced to address the issue. The replaced components had evidence of water ingress.